Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the anax laboratory method. The result from the meter was > 8.0 inr. The result from the laboratory at the same time was 5.1 inr. The laboratory result was believed to be correct. The patient's warfarin dose was held based on the 5.1 inr result. No other treatment was necessary. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The patient feels fine. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient has a yeast infection. The patient has not had any diet changes and no bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.